Event description:
The customer reported that the device, as-ifs1, airseal ifs, 120v was being used on (B)(6) 2025 during a redo- paraesophogeal hernia repair and the "airseal dumped gas with no warning or message warning shown. The unit showed that it was providing co2 as if all was regular during the incident which was 5-10 seconds of no visibility before it came back to set pressure. Loaner unit.¿ there was no impact or injury to the patient or user. The procedure was completed without the use of an alternate device and there was a 1 minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Correction: b5: the procedure was corrected to a robotic thoracic wedge resection. Manufacturer narrative: neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The service history was reviewed, and no data was found. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of 63 reports, regarding 63 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) per the instructions for use, the user is advised the following: < 5 bar/73 psi; if insufflation is started, the warning message ¿change gas bottle!¿ is displayed and acoustic signals (beeps) are emitted. The gas bottle should be changed immediately. If insufflation is stopped, the warning message ¿change gas bottle!¿ is displayed and insufflation cannot be restarted. Smoke evacuation level will switch to low until tank is replaced. While in airseal mode, a countdown of 100 s is displayed during which the empty gas bottle can be changed while maintaining abdominal pressure. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Update: per further assessment received on (B)(6) 2025 the procedure was corrected to a robotic thoracic wedge resection. It was also reported that the loss of pneumoperitoneum "was rapid and short-lived. In my review with staff it is unclear if the pneumoperitoneum was loss or if the surgical lung was accidently partially inflated giving the appearance that the cavity was shrinking." The customer reported that the device, as-ifs1, airseal ifs, 120v was being used on (B)(6) 2025 during a redo- paraesophogeal hernia repair and the "airseal dumped gas with no warning or message warning shown. The unit showed that it was providing co2 as if all was regular during the incident which was 5-10 seconds of no visibility before it came back to set pressure. Loaner unit.¿ there was no impact or injury to the patient or user. The procedure was completed without the use of an alternate device and there was a 1 minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.